Manufacturer narrative:
G4:02mar2021; b4:06mar2021; h11:g5:k102985. H10: the customer confirmed that there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the blower assembly to resolve the reported issue. The ventilator passed all testing and operated within the manufacturing specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 04feb2021.

Event description:
The customer called into technical support (ts) reporting that the device¿s blower is making noise. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.